Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, had a fall and developed a subdural hematoma. It was further reported that consistent capture could not be confirmed on the right ventricular (rv) lead and the rv lead exhibited variable thresholds over time. The lead remains in use. No further patient complications have been reported as a result of this event.